Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified a fractured femoral impactor pad. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee procedure, the impactor fractured during trialing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.